Event description:
It was reported that pump displayed malfunction notifications during a software update, including malfunction 199 in tandem source and a type 16 malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.